Event description:
The customer reported the generation of erroneous sodium (na) patient results on their unicel dxc 800 pro clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel dxc 800 pro chemistry analyzer, and identified the failure mode as a defective sample probe. The fse replaced the modular chemistry sample probe to resolve the issue. Information not provided by customer. (B)(6). The beckman coulter internal identifier is (B)(4).